Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling on the dorsal complex during a robotic laparoscopy prostatectomy, the stapler was able to fire, and noticed that there was a poor staple formation. It was also reported that the jaws closed and fired, and staples were not closed correctly, and the device did not cut the tissue. They also noticed an incomplete staple line where they used another reload and suture to reinforce the staple line, then the case was completed. There was no patient injury.